Event description:
It was reported that balloon burst occurred. The stenosed target lesion was located in the arteriovenous fistula (avf). A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. However, during the first inflation at 10 atmospheres for 1 minute, the balloon burst. The procedure was completed using an alternate method. No patient complications were reported.